Event description:
It was reported by the customer that a pyxis medstation es system alternating current power failed and device was auto reboot and power failure, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that alternating current power failed and device was auto reboot and power failure due to component. A field service engineer restarted the station, subsequently cleaned the electronics drawer and the area surrounding the communication sled and power supply. The engineer also inspected for any loose drawers and reseated the drawer cable. To address the issue, the engineer replaced the damaged network cable with a spare. The system functioned as intended after the field service engineer serviced the device.